Manufacturer narrative:
Result: the px slim was ovalized approximately 2.0 and 4.0 cm from the distal tip. Conclusion: evaluation of the returned devices revealed that the ruby coil sr wire was fractured and the px slim was ovalized. The damage to the ruby coil likely occurred due to improper handling during use. If the device is manipulated against resistance, damage such as this may occur. The od of the coil was measured and found to be within specification. The damage to the px slim typically occurs due to improper handling during use. If the device is pinched during insertion or repositioned against resistance, it is likely that damage such as this may occur. The ovalization in the px slim likely contributed to the resistance experienced while advancing the ruby coil through px slim. The ruby coils are 100% functionally tested during in-process inspection. The px slims are 100% visually inspected during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This MDR is associated with MDR 3005168196-2015-01194.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod5 coils and ruby coils. During the procedure, the physician attempted to deploy a pod5 coil into the aneurysm; however, the pod5 coil would not coil up and was removed and resheathed. The physician then successfully deployed and detached a pod4 coil into the aneurysm. Another attempt was made to deploy the previous pod5 coil but was again unsuccessful because the coil would not coil up in the aneurysm and was removed. The physician then decided to deliver a new ruby coil; however, the ruby coil became rigid and was difficult to advance through the px slim delivery microcatheter (px slim). While attempting to remove the ruby coil from the px slim, the ruby coil unintentionally detached. The physician tried using a large syringe to aspirate the ruby coil out and also flushed it with saline but was unable to remove the coil. Lastly, the physician tried using a wire to push the ruby coil out but was also unsuccessful. The physician then removed the px slim containing the ruby coil and continued the procedure using another manufacturer's coils and a new microcatheter. Based on the results of the device investigation performed on (B)(6) 2016 to the returned px slim, the device is now considered reportable as a malfunction.